Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 10-apr-2024. H.6 investigation summary: bd received 4 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for stopper pop-off was not observed. Customer return samples and retention samples were visually inspected with no issues observed. Additionally, the customer samples along with retention samples from bd inventory, were functionally evaluated and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop-off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the stoppers were popping off. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the stoppers were popping off. There was no report of impact to the patient or user.